Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and a low suspend alarm from the insulin pump. The customer stated that her sensor glucose reading was 90 while her blood glucose reading was over 400 mg/dl. The customer stated that the sensor glucose versus blood glucose went into thresh suspend. The customer was advised that the issue is due to the sensor not situated properly in the isf, preventing the sensor from properly tracking changes in glucose. The customer will be sent a replacement.